Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly calcified lesion in the heavily tortuous proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 1.5x12mm unspecified balloon dilatation catheter (bdc). The 2.75x48mm xience xpedition stent implant was successfully deployed without reported issue; however, a vessel dissection was noted, which was treated with deployment of another xience xpedition stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.